Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that after total parenteral nutrition bag was spiked, a leak was discovered in the middle of the tubing set. Intravenous fluids were ordered instead by the doctor. Although requested, no additional information was provided.